Manufacturer narrative:
(B)(4). Although the complaint device was not returned, two images were provided showing complete separation of the pigtail distal end from the catheter shaft after removal from the pt. There is no evidence of color change indicative of uv radiation and/or elevated heat exposure. Qc performs a pull test inspection using the instron tensile tester on each other received. A 100% inspection also follows. Quality control verifies surface of catheter is free of damage and excess bumps or roughness. Wire braided surface must also be free of exposed wires. Instructions for use states: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." Records indicate the device was used within 3 months of the expiration date. Additionally, the process of bonding the tip to the shaft has been validated and the device is packaged in uv filtering film. A CAPA was previously initiated based on prior complaints of tip separation for this product family; however, no complaints have been received relevant to the CAPA since it was effectively implemented on july 8, 2010 and verified on february 10, 2011. Appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Our records show the complaint device was manufactured on september 9, 2008. CAPA was previously initiated based on prior complaints of tip separation for this product family; however, no complaints have been received relevant to CAPA since it was effectively implemented on july 8, 2010 and verified per quality system procedures on february 10, 2011.

Event description:
The fragment went during radial access, when the "pig" went over the wire guide, the "pig" part opened and the guide punctured it. Add'l info received on 06/28/2011: during normal radial access with needle, the physician placed the wire guide. He had removed the needle and put a catheter pig tail but this time the wire guide seemed to go out from a hole of the catheter. Instead, the distal catheter already was broken in two parts. Again, immediately the physician removed the catheter and he could see in angiography disc the catheter was broken. The pt is doing well.